Manufacturer narrative:
Event site telephone: (B)(6) a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the ECG input connector, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit did not augment ECG trigger. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.